Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a mastectomy with portacath placement procedure performed on (B)(6) 2022. During the procedure, upon removal of the sensor wire, the corewire broke. It remained in the internal jugular vein and was picked up on the radiology exams. This required a return to surgery for removal. The fragment was removed intact and was approximately two inches in length. The patient was undergoing another type of surgery in addition to this is portacath placement. Per the IFU the sensor urological guidewire is intended to facilitate the placement of endourological instruments during diagnostic or interventional procedures. These guidewires are not intended for coronary artery, vascular or neurological use.